Manufacturer narrative:
A visual and functional inspection was performed. It was identified that there were no defects or malfunctions related to the electrical safety of the device and the reported issue was not duplicated.

Event description:
It was reported that the unit failed the electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the unit failed the electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.